Event description:
It was reported that the patients ipg had increase in charge burden. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn.

Manufacturer narrative:
Event date: exact date unknown, event occurred through the end of the year 2021.